Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: 2007, inratio: 2.5, lab: 12 (2 days later).

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2007, inratio: 2.5, lab: 12 (2 days later), mean: 7.25, confidence limits: cannot be determined. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. The confidence limits cannot be determined. Pt was given vit k at the hospital. This is adverse event case. Products will be tested when returned.